Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided the reported difficulty inserting the device and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device via an 8f sheath after a cerebral angiogram and interventional procedure for an aneursym. Reportedly, when attempting to tighten the knot, a suture break occurred. An attempt was made to place a second proglide device; however, the device could not be inserted into the artery due to the knot of the previously placed proglide device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The technician is reportedly in-training in the use of the proglide device. No additional information was provided.